Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that a manufacturing representative came to their doctor¿s appointment and restarted their battery. They indicated that the overdischarge battery, charging issues, and inability to connect with the device was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had a medical history of cancer and seizures. It was reported that the implantable neurostimulator (ins) was overdischarged. The patient could not charge or connect using the patient programmer. This was reported to be due to non-compliance. There were no actions taken at the time of the report. The patient was scheduled to meet the manufacturer representative on (B)(6) 2018. It was also reported that the patient had several seizures where they fell and hit their head/neck in the bathroom. It was reported that they were not sure if that may have anything to do with the patient's charging issues. No further complications were reported. Additional information received from the manufacturing representative indicated that the patient had cancelled their appointment last week and has not yet rescheduled. No additional information was provided. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.